Event description:
During coil embolization procedure, the microcatheter (mc) was placed into anterior communicating artery size 4.5mm x 3.5mm without difficulty. A orbit complex mini fill 4x10 coil was then advanced through the mc. About 2/3 of the way in, the coil became lodged in the mc. The physician was unable to pull it out, stating "its stuck". He then decided to pull the entire system out and start again. The pt suffered no ill effect from this incident.

Manufacturer narrative:
This product is being reported as malfunction upon reviewing the analysis report. Additional information was received. Continuous flush was maintained within the mc. Resistance was felt during advancing the coil through the mc. This was the first coil placement. A echelon 14 mc was used to complete the procedure. There are no identified pt or procedural factors contributing to the reported of the orbit coil becoming stuck in the microcatheter. One non-sterile orbit was received inside of a prowler 14. 27.5 cm of delivery tube were outside of the returned microcatheter. The unit was received without the hub and introducer. The unit appeared to be cut at the proximal end. Attempts to withdraw the delivery tube from the microcatheter (mc), were unsuccessful. The mc was sectioned at 90 cm from the hub and proximal part of delivery tuve could be withdrawn without difficulty. The distal part of the delivery tube could be withdrawn with some resistance and it came out with traces of dried blood. The coil was not attached to the gripper. The mc was split at the distal area where the elongated coil with traces of dried blood was found. No other visual anomalies were found. This is the first report of this received for this lot number. Manufacturing records were reviewed and no anomalies were found inspection are in place to prevent damaged units and coils from leaving the facility. Reported complaint was confirmed. Cause of the broken delivery tube and elongated coil could not be conclusively determined. Although the exact cause of the snagged/caught and detachment of the coil inside of the microcather could not be determined, it is possible due to the traces of dried blood inside of the microcatheter. This is one of two products used on the same pt. MFR report #1058196-2005-00347 & MFR report#1058196-2005-00390.